Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously experienced syncope and presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited noise that was oversensed which lead to syncope. The patient had no intrinsic rate. The device was reprogrammed. The patient presented in clinic still experiencing dizzy spells. The noise could not be reproduced in clinic. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced successfully. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can on the distal portion of the lead located proximal from the suture tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received noted that the right ventricular lead was explanted. The patient condition is unknown.